Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000499, lot/serial #: unknown h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) powered down during the procedure. At the end of the procedure the site moved the mvs cart to do the last 3d scan of control and the mvs powered down. The probable cause of the reported issue was that the site stated that they rolled over the power cord, since then they had an intermittent contact with the green power light. The next step was for the mvs power cord to be replaced. There was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
Correction: clarification on what the reported issue was is in b5. H3) the manufacturer representative (rep) went to the site to test the imaging system. According to the site, they heard a bang when they did a rotation and the rotor was stuck. The x-axis didn't drive out completely after about 3 inches it was stuck and did not go out further. Backwards worked and also forwards to the former hit point. The rep found nothing blocking the rotation, but signs that the operating table might have touched the lower inner gantry cover and moved it in. At the rotation a metal cover at the rotor blocked the rotation. The x-stage cover was slightly miss aligned and locked the x-axis to go more out the approximately 3 inch. X-stage cover aligned. Gain calibrations performed. System functions checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the site heard a bang during a rotation, x-axis was not moving out all the distance. X-axis drove out about 3 inch and stopped there and then backwards movement was possible, but not more than 3 inches forward. When the manufacturer representative went to the site troubleshooting was performed and the site reported that the initial allegation about the mobile view station (mvs) powering down was a misunderstanding and that it didn't occur.